Event description:
Health professional reported an alleged lap-band leak. The leak was first noticed during an adjustment fill when the physician was not able to "aspirate the band of any fluid," however, was able to inject additional fluid "very easily." Physician performed a fluoroscopy that diagnosed a leak around the "tubing area near the band." The device remains implanted and explant surgery has not been scheduled at this time.

Manufacturer narrative:
(B)(4). The reporter of the event was asked to return the product for analysis, if it is explanted in the future. The surgery has not occurred, so allergan has not received the device nor performed analysis at this time. Based upon the serial number, model number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual exam may determine the connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: ¿deflation of the band may occur due to leakage from the band, the port or the connector tubing.¿ device labeling addresses the possible outcome of leakage and difficulty adding and removing saline as follows: "caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage."